Event description:
It was later reported that the results of the culture found no infection. The patient planned to have another pump implanted in the future.

Event description:
It was reported that the patient experienced an infection and the system was explanted on (B)(6) 2013. The infection location was reported as the pump pocket, but the date of onset and the organism were both unknown to the reporter. The reporter stated that after a fall while at home, the patient developed a seroma within the pump pocket. Sometime later while in the shower, the seroma reportedly "busted", thus the healthcare provider (hcp) assumed all components were compromised. Antibiotic treatment was necessary in addition to a full system explant. Device discarded by customer, not to be returned. It was noted a culture was taken from the device pocket at explant as well. Patient status noted as alive, no injury, no adverse event.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002-(B)(6), product type catheter. (B)(4).